Event description:
A simplygo mini portable oxygen concentrator was returned to the manufacturer for servicing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During evaluation of the device, while checking the operation of the device, the service technician stated the device made a loud sound. The compressor and the airside manifold was replaced due to the loud sound. The log revealed that an alarm showing "sieve canister needs checked" had occurred. The sieve canister assembly was replaced. A leak was found within the device. Therefore, the sieve o2 side assembly was replaced. Vto (valve timing optimization) failed. Therefore, the main pca was replaced. Damage to the power connector was observed. Neither thermal damage nor exposed conducting wire was present. The power connector was replaced. Internal contamination was observed. Therefore, the esd (electrostatic discharge) shield was replaced.